Manufacturer narrative:
Evaluation summary: a complete lead was returned to the manufacturer for analysis. Visual analysis noted dried blood throughout the lead and a severe kink with all wires broken approximately 14 cm from the stimulation end. Due to the condition of the returned lead, no functional testing was performed. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2010-02818.